Event description:
It was reported "purge failure on start up". Additional information received from the field service report stated "drain valve on pcs fails and was replaced. Wrong power cord and broken ac inlet also replaced. Performed pm and functional check". No patient involvement reported. Alleged issue was identified during preventative maintenance.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "purge failure alarm" is not confirmed. Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed. A bend was noted on the inlet fitting. No other abnormality was noted. Functional testing was performed with the sample received. All valves were individually tested by powering them on and off using an external power supply, and all valves functioned as intended. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump was powered on, and pumping was initiated. The purge cycle was performed multiple times with no alarms or errors were occurred. The leak test was performed and passed both source side and patient side. The pump was then left to run for over 70 minutes and no alarms or errors occurred. Visual inspection of the pcs assembly internal hardware was performed, and no abnormality was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.